Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Received information regarding a cartridge alarm 19 during the load process. The customers blood glucose (bg) level was impacted 290 mg/dl. The customer took a correction bolus via the pump to stabilize bg level. The customer was able to load a new cartridge successfully and resume insulin delivery.